Event description:
As reported, during preparation of a 5f mynx control vascular closure device (vcd) the user identified an abnormal split in the outer sleeve of the device. The device was stored and prepared in accordance with the instructions for use. There was no device or package damage noted prior to use, the device was stored and prepared according to the instructions for use, the deployer was mynx certified, hemostasis was achieved using another mynx device, the damage was noted during preparation, and the device was removed from the packaging according to the instructions for use. The vcd will be returned for analysis. Addendum: a partial piece of sealant was received for evaluation inside the device.

Manufacturer narrative:
As reported, during preparation of a 5f mynx control vascular closure device (vcd), the user identified an abnormal split in the outer sleeve of the device. The device was stored and prepared in accordance with the instructions for use (IFU). There was no device or package damage noted prior to use, the deployer was mynx certified, hemostasis was achieved using another mynx device, the damage was noted during preparation, and the device was removed from the packaging according to the IFU. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially returned and present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the slit length was verified and found to be within the defined parameter. Additionally, the catheter working length was verified and found to be within the specified parameter. Measurements were obtained using a calibrated ruler. A functional analysis was performed using a 5f cordis laboratory sample catheter sheath introducer (csi), which was inserted into and withdrawn from the unit. No friction or resistance was perceived during this evaluation. Additionally, a simulated deployment test was performed. The unit functioned as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was performed to assess the sealant. During this analysis, incomplete sealant material was observed, while the sealant sleeves showed no signs of damage, which may be associated with sealant material loss. Due to this, a product engineering team (pet) review was deemed necessary. An engineering test was conducted to replicate the condition of incomplete sealant, and it was determined that handling factors may have contributed to this condition. During this analysis, bending of the distal portion of a sample unit resulted in partial removal of the sealant, consistent with the condition observed. Additionally, it was noted that the polyethylene glycol (peg) tip is integrated into the sealant during the hpa process; therefore, a peg tip cannot be present in a unit without the sealant. No evidence of degradation or other abnormal conditions was observed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device since there were no damages noted to the sealant sleeves. However, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ since part of the sealant was not returned with the device with button 1 not depressed. The exact cause of the issue experienced by the user and observed condition could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported abnormal split of the sleeves and the partial sealant noted on the returned device. However, due to the engineering test that was able to replicate partially removal of the sealant without causing damage to the sealant sleeves, prepping/handling factors likely contributed to the sealant condition noted. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, pet review, nor the information available for review suggests that the issue experienced by the user and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.